Manufacturer narrative:
The events of lymphoma and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's representative reported lump in breast, and approximately six years later, the device was removed under suspicion of bia-alcl. This relates to the left side.